Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 498 mg/dl. The customer stated that she was experiencing symptoms of vomiting and excessive thirst. The customer also stated that her last infusion set change was done 2 days before the event and that she uses an mmt-397 quickset infusion set, lot 9201671. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.